Event description:
Account reported incident in which health care professional stated that "blood tubing had a slit in it and went to prime unit of blood and hang it when blood noted to be coming out ot the tubing and all over the pt." No pt injury reported.

Manufacturer narrative:
Sample not being de-contaminated by hospital for further evaluation. No further investigation is possible.